Event description:
The customer reported defective images. No further info was provided. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Gender info was not provided. (B)(4). The service engineer replaced the a/d pc board and the flat cables. He performed calibration and self tests. He also took several shots without any problem. MFR cross-reference #: (B)(4).